Event description:
Dealer stated that the head section of the 5411 bed was allegedly being adjusted and as it was going up there was a loud bang and some smoke. No injury.

Event description:
Dealer stated that the head section of the 5411 bed was allegedly being adjusted and as it was going up there was a loud bang and some smoke. No injury.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr (B)(4) issued MFR report #3003433498-2012-00036 indicating that the manufacturer was carroll healthcare. Additional information indicates that the correct manufacturer is invacare (B)(4). The FDA registration number should have been 1031452, invacare (B)(4). Corrections have been made. MDR decision date: (B)(4) 2012. (B)(4) has been initiated for this issue. Model 5411, serial number/date code (B)(4). The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that a client was in the 5411 bed when the head section was being adjusted and as it was going up there allegedly was a loud bang and some smoke. The user reversed the direction and the power wire allegedly fell, got pinched and sparked and smoked. Power was turned off to the bed. No injury alleged. Product is being returned to invacare for an inspection / evaluation. The malfunction has not been confirmed. This invacare bed is sold in (B)(4), not the USA.

Manufacturer narrative:
(B)(4). Model 5411, serial number/date code (B)(4). The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that a client was in the 5411 bed when the head section was being adjusted and as it was going up there allegedly was a loud bang and some smoke. The user reversed the direction and the power wire allegedly fell, got pinched and sparked and smoked. Power was turned off to the bed. No injury alleged. Product is being returned to invacare for an inspection / evaluation. The malfunction has not been confirmed. This invacare bed is sold in (B)(4), not the USA.